Manufacturer narrative:
Please note that this event occurred in the (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA

Event description:
On (B)(6)2017 a perceval 27mm valve was implanted. Implantation was uneventful, the toe echo showed a problem with one of the leaflets. Leaflet fluttering was observed. The perceval valve was explanted and a hancock valve size 23mm was implanted. An approximate additional 30-40 minutes were added to the x clamp as a result of failure to implant. The patient has been discharged.

Manufacturer narrative:
The explanted valve was returned to (B)(4) for evaluation. A preliminary visual inspection was performed in order to record the gross appearance of the returned valve in its ¿as received¿ conditions. After decontamination, the valve was visually inspected without highlight of any particular elements of non conformity according to the specifications, confirming the absence of manufacturing defects. The complete manufacturing and material records for the perceval s heart valve, model icv1211, s/n (B)(4), were pulled and reviewed by quality control at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval s heart valve at the time of manufacture and release. In particular the open and close images from the open/close inspection performed on (B)(6) 2016 on the valve were reviewed. The images demonstrate the acceptable open and closed leaflet performance of the valve. The valve therefore meets the acceptance criteria of the open/close inspection, the principal device function test during manufacture. The performed analysis confirmed the conformity of the returned prosthesis. Based on the action taken of the perceval valve size 27 mm explanted and a hancock size 23 implanted supra-annularly it is possible that there was an oversizing of the perceval valve, which would attribute to the leaflet fluttering that was observed intra-operatively for this event.